Manufacturer narrative:
(B)(4).

Event description:
It was reported that not been able to reconnect transmitter occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a low transmitter battery which led to a transmitter failed error. The reported event of not been able to reconnect transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.